Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during quality testing. Further investigation revealed the press plug and the bearings were broken. A corroded mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was called in for repair due to overheating during a procedure. No adverse event was associated with the device; another device was used to successfully complete the procedure.